Manufacturer narrative:
The instrument arrived contaminated with a damaged lower jaw, an additional broken piece and the leaf spring. The instrument was analyzed by microscope, digital and hardness test. The instrument was decontaminated before the investigation was performed. After decontamination a visual comparison was performed between the fracture surface of the complained instrument and an instrument from production. The fracture surface of the complained instrument is equally grained as the surface of the new instrument. During further inspection of the jaw it was noticed, that the pivot had crossed the dissection clip. This position effects the insulation of the device. The manufacturing documents have been checked and found to be according to our specification valid at the time of production. The root cause for the fracture of the tip of the lower jaw was mechanical overstress, most probably user related. The described electrical short was caused by the conduction of the lower and the upper jaw after the lower jaw crossed over the dissection clip. The material, which the lower jaw was made of is complete within specification, the manufacturing documentation is without deviation. The current failure rate is within risk analysis and therefore acceptable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 previous 510(k) : k110824

Event description:
Country of complaint: (B)(6). Breakage of the jaw and re-grasp message. No patient injury.